Event description:
It was reported that suspected lead infection occurred. A subsequent explant of the patient's implantable cardioverter defibrillator (ICD) system was necessitated, and occurred as a result. Open heart explant was necessary for explanting the patient's right ventricular (rv) lead, which was not possible with attempted traction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).